Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of jejunal tube kinked. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure was performed in (B)(6) 2016. According to the complainant, who is the daughter of the patient, that on (B)(6) 2017, there was a possible coil on the jejunal tube and the pump gave an alarm once in a while. On (B)(6) 2017, the patient's daughter added that in (B)(6) 2016, the jejunal tube was difficult to flush. The pump also gave an intermittent alarm which was resolved through flushing. However, they still experienced difficulty flushing the tube. The patient had an x-ray in (B)(6) 2016 and the radiologist reported that it was not clear if the tubing was kinked or if the tube was displaced from the stomach. The patient was scheduled to have an endoscopy on (B)(6) 2017 to check the placement of the tubing. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.